Event description:
The facility reported constant air in the line alarms. The hospital representative stated that there have been no reports for any pt incident involving this pump since the last baxter service event. No additional info is known.